Event description:
The pt had bradycardia event followed by cardiac arrest. During initial states of required resuscitation, staff using bag was meeting resistance ia ventilation attempts. Pt head and jaw, repositioned still meeting resistance. Crna arrived, also unable to ventilate, the clinical presentation supported the possibility of an airway obstruction. Crna intubated with a glidascope. Still difficult to ventilate with bag. Called for a second bag and ventilated easily. Upon inspection of first bag, the butterfly valve was sealed shut. Crna applied significant pressure on the bag and a loud pop was heard from the bag.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation reports in response to the FDA form 483 notification issued on june 4, 2014 by (B)(4)to ventlab, llc. This report consists of 48 MDR's. Ventlab didn't perform investigation on the affected devices. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.